Manufacturer narrative:
Ni

Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta) to the carotid artery the vessel dissected with the catheter. Slowing of flow was seen in the angiogram, however, after treatment with heparin and warfarin, there was a satisfactory outcome. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.